Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% passed inspection. An actual sample was returned for investigation. From complaint description, it was reported that "prior to patient installation, the balloon was tested, and the water did not return." Visual examination on the catheter showed that there was water approximately 3ml inside the balloon (refer picture 1). Then existing water was removed manually by pulling the tip of the product and observed permanent effect of the bloated (suspected latex layer already stretches out). Inflating the balloon with low fill volume than the recommended tends to have this problem. Other than that, there was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Proceed to the investigation, the catheter then was inflated with 30ml of water using a luer tip syringe. The balloons inflated without any difficulties faced. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Based on the investigation, the balloon could not be fully deflated during deflation test due to permanent effect of the bloated (suspected latex layer already stretch out). The balloon can be fully inflated during inflation test. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint is not confirmed.

Event description:
Prior to patient installation, the balloon was tested, and the water did not return.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Balloon could not be deflated may occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Prior to patient installation, the balloon was tested, and the water did not return.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Prior to patient installation, the balloon was tested, and the water did not return.